Manufacturer narrative:
(B)(6). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted into the patient. Also reported past medical history of symptomatic uterovaginal prolapse, cystocele, rectocele. Concurrent procedure: vaginal hysterectomy. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent hysterectomy on (B)(6) 2008 due to 3rd degree prolapse, cystocele, and rectocele. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, bleeding, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that the patient had procedure in office that included chemical cauterization of granulation tissue in vagina on (B)(6) 2009. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced vaginal discharge.